Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the attachment device became unusually warm. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. The exact date of this event is unknown. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device had damaged component- bearings, ball bearings, missing, balls, cages and the extension sleeve were damaged. It was also noted that the device failed pre-test for vibration and cone verification.. Therefore the reported condition was confirmed. However, since the investigation is still in-progress, the assignable root cause could not be determined at this time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Correction: the date the device was returned to the manufacturer was reported as june 19, 2017 in the initial report and has been updated to july 12, 2017. Additional information received on the device evaluation determined that the reported condition of the device becoming warm could not be confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device failed cutter insertion assessment, and the bearings were worn out and loose creating a situation where the bearings were no longer in axial alignment not allowing the cutter to pass through. The assignable root cause was determined to be due to worn out bearings which is consistent with normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.